Manufacturer narrative:
(B)(4). Date sent: 10/4/2023 d4: batch # unk b3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Additional information was requested, and the following was obtained: did the device deliver staples? No. If yes, were the staples formed correctly? If yes, was the staple line complete? Has the device cut out? No if yes, was the cutting line complete? If yes, was there a problem with the cut line, such as a ragged, dull, uneven knife, etc. ? Did you have any difficulty opening the device? I don't know. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Were you able to return the device(s) using the attached label? Not yet. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage, with the jaws and trigger in the close position. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. Also, an ecr60d reload loaded in the device. The reload was received fully fired and with damage on the reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device.  Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 388c12, and no non-conformances were identified.

Event description:
It was reported that at the last anastomosis, the device no longer works correctly, got jammed when stapling. Use of another device. No patient consequences reported. No further information is available.